Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer had severe head trauma. Caller stated that the customer was not wearing the insulin pump for 3 months. Caller stated that the customer had a car accident and passed away. Nothing further was reported.